Event description:
A malfunction alarm, identified as a malfunction code 16, was reported for a tandem pump by the caller. There was no adverse impact on the customer¿s blood glucose level as it did not exceed 500 mg/dl. The customer was instructed to shift to multiple daily injections (mdi) as a backup therapy, and technical support arranged for the replacement of the pump, which was still under warranty. Instructions were provided for putting the pump into storage mode and returning it with a pre-paid label within 10 days.